Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. The analysis is pending.

Event description:
During an implant attempt on (B) (6) 2009, the pacing impedance of the subject lead was measured to be <200 ohms.